Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level went up to 500 mg/dl. The insulin pump stopped working. The customer treated her blood glucose level with the insulin pump and manual injections after the insulin pump did not work. The insulin pump had a blank display. The customer was advised that the device would be replaced and agreed to return the product for analysis.